Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: etlw1624c82e, serial/lot #: (B)(4), ubd: 11-aug-2022, UDI#: (B)(4). Product ID: etlw1620c82e, serial/lot #: (B)(4), ubd: 21-jul-2022, UDI#: (B)(4). Product ID: etlw1616c82e, serial/lot #: (B)(4), ubd: 22-feb-2023, UDI#: (B)(4). Product ID: etlw1616c82e, serial/lot #: (B)(4), ubd: 27-jan-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted during an endovascular procedure for the treatment of an 80mm ruptured abdominal aortic aneurysm .  It was reported the evar was performed as planned but the patient did not survive the operation. As per the physician the cause of the death was the ruptured aneurysm and emergent evar. No additional clinical sequalae was provided and the patient has expired.